Event description:
The device was removed due to "device failure". As reported to co, the pump/cylinder set was removed and replaced with another pump/cylinder set. Additionally, it was reported by the hosp at the time of surgery..."the surgeon felt that the prosthesis leaked at one of the connector(s)".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 3/3/97 due to a "failure." No implant info was provided. A pump and two cylinders were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned component revealed a separation/leakage in the serialized strain relief. The separation is located medially. Examination of the surfaces of the separation revealed markings characteristics of stress(es) induced rending. Opposite the separation a crease mark is observed in the superior a crease mark is observed in the superior surface of the strain relief. Based on the limited info received and qa's examination, qa concluded that while in-vivo the serialized outlet was partilly kinked. Qa further concluded that this positioning in combination with device usage over time, contributed to sufficient stress(es) to rend the strain relief at the noted site.